Manufacturer narrative:
(B)(4). The lot was manufactured from june 1, 2015- june 2, 2015. The evaluation of the returned device is complete. Visual inspection revealed a black particle, approximately 0.07 square mm in size, embedded in the material of the stress member and outside of the fluid pathway. No signs of a black mark were found on the filter. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.